Event description:
When the physician was connecting all the devices in the stent catheter hub he noticed that the hub was broken. There was no pt injury.

Manufacturer narrative:
The device (B)(4) is distributed outside the united states; however, it is similar to the united states product (B)(4). The product is available for analysis. Additional information will be submitted within thirty days upon receipt.